Event description:
It was reported that during a procedure using the matrix system, a screw was being inserted into the right s1 pedicle; the top rim of the screw sheared off, and created a jagged edge. The screw was safely removed and replaced. No fragment of the screw remained in the patient, and there were other screws available to use to complete the procedure. No reported extension of time to the procedure due to the complained event. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: one (1) 7.0mm ti matrix screw 45mm thread length 04.639.745 was received. This screw is an implant part of the matrix (degenerative) spine system. This screw is a member of the standard unassembled screws family which includes different lengths (04.639.420 ¿ 445, 04.639.520 ¿ 555, 04.639.620 ¿ 665, 04.639.725 ¿ 765 and 04.639.825 ¿ 865). The applicable technique guide was reviewed. After the pedicle is prepared, a screwdriver and a holding sleeve are used together to insert the screws. The technique guide illustrates how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received screw, the reported condition was confirmed. The received pedicle screw was received damaged. The first threading level of the head is unraveling 3/4 way around and the internal sd25 feature shows deformation damage. The remaining of the body is in good conditions. Improper use of the holding sleeve used in conjunction with the mentioned screwdriver with this screw can contribute to cause this complaint. A review of the applicable tabulated screw drawing and related components were performed. This drawings call out the appropriated dimensions, material and finishing processes for a successful screw design. The device design was found to be adequate for its intended use and did not contribute to this complaint condition. In conclusion, the reported condition was confirmed. This complaint condition could have been caused by improper use of the holding sleeve used in conjunction with the screwdriver with this screw. However the design of reported device was found to be adequate for its intended use and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was performed. The investigation of the complaint articles has shown that the: complaint is confirmed in that the m6.5x0.75-6h thread is damaged, but is unconfirmed from a manufacturing perspective, also, the m6.5x0.75-6h thread cannot be measured because of damage not related to manufacturing process. All described nonconformities/damage are post manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.